Manufacturer narrative:
(B)(4). One used ls1200 was received for evaluation. Visual inspection found no defects. The customer reported that the surgeon tried sealing the mammary artery with the tip of the product and it did not seal correctly. The reported condition was not confirmed. The device was plugged into the generator and was recognized. The device was tested for activation on a simulated tissue with end tones indicating completed seal cycles. Additional functional testing was performed with the returned device on porcine kidney tissue. All seal cycles were completed satisfactorily and end tones heard indicating completed activation cycles. The investigation found the device to function normally and within specifications.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a breast procedure, the ligasure device did not seal the mammary artery correctly. Suture was used on the vessel. No patient injury reported. No additional details made available despite inquiry.